Event description:
It was reported to philips that the device gave an error indicating that saving pictures to storage was not possible, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the device was unable to save images. The quote for evaluation and repair service was sent to customer. However, there was no service performed by philips as quote was expired. To date, no further information was received. The codes were updated based on the investigation outcome.